Manufacturer narrative:
Patient year of birth 1982. Device photo evaluation: visual analysis of the photographs identified device patch with lot (or catalog) number (it is not possible to confirm batch number and catalog) opening extended on posterior device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side "capsular contracture" baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant rupture and "leakage."

Event description:
Patient reported ruptured device and "leakage." The device was explanted. Right side.